Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2016. Reportedly, the patient did not calibrate after the inaccuracy and did not enter bg values promptly. No additional event or patient information is available. Data was provided, however no inaccuracies were found. The reported inaccuracy could not be confirmed. A root cause could not be determined via data. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again. Labeling indicates: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event.